Event description:
It was reported during a routine follow up post-paced t-wave oversensing was noted on the real time egm. The patient was asymptomatic. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was successfully reprogrammed.